Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient was unresponsive and was having seizure-like activity on (B)(6) 2020. Emergency medical services (ems) found that patient was having blood sugar around 40 mg/dl. He was administered with 250 ml of d10 by ems. Patient then went to emergency room, was put on a d5 drip there and was later released after few hours. No further information available.

Manufacturer narrative:
E1: (B)(6). Patient country: united states